Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Staff on behalf of physician report "we are planning to replace the implants due to the rupture". Device remains implanted. Affected side is unknown.